Manufacturer narrative:
Additional narrative: device evaluation: the assignable root cause was determined to be due to wear from normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the motor device overheated. There were no delays to the surgical procedure as a spare device was available for use. No injuries, medical intervention or prolonged hospitalization were reported. The date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper handling and use. If additional information should become available, a supplemental medwatch report will be sent accordingly.